Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, non-penetrating nicks, sharp opening on valve bond edge, crease fold and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on valve bond edge assessed as an unidentified (tear) opening. Striated opening assessed as surgical damage. Nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.